Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cage in transforaminal lumbar interbody fusion procedure. It was reported that the CT scan showsa pseudoarthrosis l5/s1, cage sintering lwk 5, swk 1, screw loosening s1 bds, distraction loss 15.2 to 11.4mm, lordosis loss 32 to 30.8°. Patient had post operative back pain. There was no additional/revision surgery performed or planned. There were no further complications reported regarding the event.